Event description:
User stated that she had a pt ast result of 4 iu per l. This result was reported as <5.0 iu per l. The user stated the instrument performed an automatic rerun and a value of 16.0 iu per l was obtained. A corrected report was issued with the automatic rerun result of 16.0 iu per l. Pt was not adversely affected.

Manufacturer narrative:
The field service rep was unable to determine a cause, noting the issue is very intermittent. A loose screw was found in the head cover of the sample probe mechanism. He also found sv21 and 22 waste valves had substantial amount of buildup. He cleaned the valves, removed the screw from the sample head, and replaced the sample probe. He performed a precision check, check test, calibration and quality control to verify analyzer performance.